Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red itchy rash on their upper and lower back. There was no alleged device malfunction contributing to the irritation. The patient was unsure if the rash was caused by the lifevest. Reporting out of abundance of caution. The patient¿s physician discontinued three of the patient's medications due to the skin irritation. Follow up indicated that the skin irritation improved.